Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 126-127 mg/dl.